Event description:
Event description boston scientific received information that this pacemaker is included within a subset of devices affected by a recent physician communication regarding the failure of a low-voltage capacitor. The device failed final pack testing for no telemetry transmission. Therefore, the device was returned for evaluation.